Event description:
During an atrial fibrillation case, a pericardial tamponade occurred which was diagnosed by echocardiogram and requiring a pericardiocentesis to stabilize the patient. The physician was moving the catheter to find a better position on the anterior area of the pvs in the left atrium. It happened too fast to have notified of a high increase of contact force or impedance increase. When replaying the segment with the physician on the system, it seems that he was moving in the transseptal but in fact the physician deduced that his catheter was trapped in the inter septal pillars. Hypotension was noted, a pericardiocentesis was performed to stabilize the patient, and the procedure ended. There are no reported performance issues with any abbott device. The patient is stable and was discharged from the hospital.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.